Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the deployment steps were followed as per the instructions for use ( IFU). It was difficult to pull the trigger during the surgery and the physician used a force greater than usual when trying to deploy the stent. There was a small amount of calcification with no tortuosity at the deployment area. There was also difficulty in pulling the trigger during withdrawal of the delivery system, but it could be recovered normally in the body. There was no damage noted to the delivery system or device packaging prior to unboxing. Film evaluation summary: the reported deployment difficulty, inaccurate delivery and device oversizing could not be confirmed on the limited films receive, t herefore, the cause of the event could not be determined. Procedural angiogram videos showing the deployment of the stent grafts were not available for a thorough assessment of the events. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia and endurant ii cuff (etcf3636c49ee) were implanted during the endovascular treatment of a 47.6mm descending aortic aneurysm with abdominal wall thrombosis. The aneurysm involved the upper edge of the celiac trunk, and the planned procedure included percutaneous puncture transluminal aortic aneurysm isolation and celiac trunk occlusion. Vamf3636c200te was intended to be connected to the endurant cuff (etcf3636c49ee). It was reported during the index procedure, the distal end of the stent was positioned in the descending aorta area at the upper edge of the sma, while the proximal anchoring area was in the healthy region at the upper edge of the descending aortic aneurysm. Vamf3636c200te was deployed normally at the distal end, however, during the deployment of etcf3636c49ee, the handle of the delivery system became stuck, leading to deployment difficulties and preventing the stent from fully deploying which ultimately caused the cuff to undergo severe forward displacement when deployed thus failing to reach the target position. This resulted in insufficient coverage in the distal end area. As treatment, a replacement endurant ii cuff (etcf3232c49ee) was implanted at the back, extending the covered portion to the target position (the upper edge of the mesentery). Per the physician the cause of the inaccurate delivery / deployment issues was due to oversized cuff selected for the patient. No additional clinical sequelae were reported, and the patient is fine.